Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The fse could not duplicate the reported problem except verifying in the logs. The ventilator passed all functional and safety tests and returned to clinical use. The received logs include alarms such as paw high, expiratory minute volume: low, respiratory rate: high, peep high, check tubing, vt insp. Overrange, respiratory rate: low. According to the user manual, the definitions of the alarms that indicate high pressure situation, point out that the reported issue may be patient and breathing tubing/system related and, in that case, most probably due to a clogged filter. The technical log does not include any errors that may be associated with a ventilator malfunction at the time of the event. The ventilator passed pre-use check on event date. Since the problem could not be duplicated, and we do not have enough information for further investigation of the reported issue the root cause cannot be found.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure during patient treatment. There was no patient harm. Manufacturer ref. #: (B)(4).